Event description:
It was reported that the patient presented to the operating room for a scheduled lead revision. The right ventricular lead had exhibited noise which resulted in pacing inhibition and presyncope. During the explant procedure, an insulation abrasion was noted. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4).